Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, aes-90sn, aes-90sn probe assy, suct, sin was being used for a rotator cuff repair procedure on (B)(6) 2022 and ¿a piece of the wand aes-90sn broke off in the patient. The doc was able to take it out. We will return both pieces.¿ there was no report of impact or injury to the patient or user. There was no report of medical intervention or any prolonged hospitalization for the patient. The procedure was completed with an alternate unknown device. There was a 2 minute delay to the procedure. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the device, aes-90sn, aes-90sn probe assy, suct, sin was being used for a rotator cuff repair procedure on 28apr22 and ¿a piece of the wand aes-90sn broke off in the patient. The doc was able to take it out. We will return both pieces.¿ there was no report of impact or injury to the patient or user. There was no report of medical intervention or any prolonged hospitalization for the patient. The procedure was completed with an alternate unknown device. There was a 2 minute delay to the procedure. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event is unconfirmed. Customer event ¿a piece of the wand aes-90sn broke off in the patient¿ was not confirmed during the evaluation process. Returned device was not returned in the original conmed shipping, lot number cannot be confirmed. Returned probe shows no signs of activation and found in new condition. No broken pieces found in the returned aes-90sn probe. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 34 reports, regarding 37 devices, for this device family and failure mode. During this same time frame 184,275 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. Per the instructions for use, the user is advised the following: if any visual damage or defects are noticed during use, stop using the device immediately and replace the device. Do not use the probe for mechanical displacement of tissue, damage to the probe may occur. Maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, aes-90sn, aes-90sn probe assy,suct,sin was being used for a rotator cuff repair procedure on (B)(6) 2022 and ¿a piece of the wand aes-90sn broke off in the patient. The doc was able to take it out. We will return both pieces.¿ there was no report of impact or injury to the patient or user. There was no report of medical intervention or any prolonged hospitalization for the patient. The procedure was completed with an alternate unknown device. There was a 2 minute delay to the procedure. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Update: although the device for this event was evaluated on 2may22 and was found to be in new condition a second device arrived on 25may23 for this same event. Reported event of ¿a piece of the wand aes-90sn broke off in the patient¿ was confirmed. Examination of the returned used device found the device electrode broken off from the probe tip. The detached electrode was not returned for evaluation. Reported event is unconfirmed. Customer event ¿a piece of the wand aes-90sn broke off in the patient¿ was not confirmed during the evaluation process. Returned device was not returned in the original conmed shipping, lot number cannot be confirmed. Returned probe shows no signs of activation and found in new condition. No broken pieces found in the returned aes-90sn probe. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). This issue will continue to be monitored through the complaint system to assure patient safety.